Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular lead exhibited failure to capture. The right ventricular lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. Final analysis found that as received, a complete lead was returned in one piece with a stylet found inserted inside the lead and all four tines were found to be intact and undamaged. Electrical testing was conducted and did not find any indication of conductor fractures. Visual and x-ray inspection of the lead did not find any anomalies except for procedural damage.